Manufacturer narrative:
The device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely that vasospasm occurred during the attempt to cross the vessel resulting in the reported failure to advance. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of vasoconstriction (spasm) is listed in the graftmaster rapid exchange (rx) coronary stent graft system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 mm graftmaster was intended to treat a perforation in the heavily tortuous, mildly calcified, mid left anterior descending coronary artery, but the graftmaster was unable to cross the vessel due to vasospasm. A gel sponge and balloon dilatation were used to treat the perforation. No other device issues or procedure issues were noted. The patient¿s final outcome is satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.